Manufacturer narrative:
If implanted, give date: (B) (6) 2006. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as MFR# 2134265-2010-02802. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 stent was implanted in the left anterior descending artery (lad) and a second taxus express2 stent was implanted in the diagonal artery. Two years later, the patient experienced a myocardial infarction and stent thrombosis was discovered in the previously implanted stents. The patient also experienced cardiogenic shock and acute respiratory distress. The patient underwent a heart transplant in (B) (6) 2010. Additional information was requested but is not available.